Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of your t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer reportedly adds additional insulin to the cartridge outside of the load process in an attempt to correct the insulin gauge. The customer's blood glucose level was impacted.